Event description:
Caller reported a malfunction on the pump, identified by malf 12 code and fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump due to repeated malfunctions. They confirmed the shipping address, provided instructions for storage mode and return procedures, and sent a replacement pump. The customer understood all instructions and will continue using the current pump with a mobile app until the replacement arrives.